Manufacturer narrative:
This medwatch report was initially submitted on 22-sep-2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. The biosense webster, inc.(bwi) product analysis lab received the device on 29-jul-2022. The device evaluation was completed on 26-aug-2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. The device was visually inspected, and the components (i.e. Electrical cable and the electrical housing) of the handle were observed in good condition. Additionally, the analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A manufacturing record evaluation was performed for lot: 50000136, and no internal actions related to the complaint were found during the review. The described event could not be confirmed since the device visually performed without problem (i.e., the electrical housing has in good condition). There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Additionally, the odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside the hub component. Initially, it was reported that the orange hub at the base of the cable, on the vizigo¿ sheath, has broken loose from the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue resolved. The procedure continued. No adverse patient consequence was reported. The broken handle issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and observed the handle to be in good condition; however, the hemostatic valve was found dislodged inside the hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 26-aug-2022.